Event description:
The customer reported that the probe on the ortho provue analyzer leaked. The user noticed the issue and aborted testing. Information was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A definitive root cause was identified. The customer left the cap on the samples resulting in the bent probe. Information was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Therefore, instrument malfunction cannot be ruled out as well. Repairs and replacement of the appropriate components have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.